Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Additional devices listed in this event: triathlon p/a cr beaded #6l; cat#5517f601; lot#cah9p. Tri ts baseplate size 6; cat#5521-b-600; lot#bdl4ta. Triathlon asymmetric x3 patella; cat#5551-g-381; lot#5nre. Tri lm/rl tib aug sz6 10mm; cat#5546-a-601; lot#er8ld4e. Sterile fluted headless 1/8" pin 3.5" long; cat#7650-2038a; lot#rdcs146a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. A 6x13 cr insert was revised to a 6x16 cr insert. Update: patient was revised due to infection.